Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The lsc turbohawk was not able to advance with 6.0mm spiderfx filter. The turbohawk device was advanced to mid sfa and its distal tip prolapsed along with the 6.0mm spiderfx filter. The device was removed with resistance. Evaluation of the returned turbohawk found that the distal assembly was broken apart at the distal end of the cutter window assembly. The cutter window showed bending consistent with compressive forces.